Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1.5 months after two dental implants were installed in intraoral regions #2 and #3 it was verified their non-osseointegration. A 40 ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type ii.